Event description:
It was reported that the 9800 system had intermittent collimator iris potentiometer error during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect cable was repaired during the svc call. The system was tested and found to be working as intended and put back into service.